Event description:
It was reported that the patient developed an infection. No additional information was available.

Event description:
New information states the device was explanted and replaced successfully. No additional information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.